Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she needed to find a healthcare provider (hcp) to remove the implant. The patient had a mammogram performed about two weeks prior to the report and the patient thought the technician must have clipped the patient's implant or something because the patient's breast had been burning ever since. Ever since the mammogram, the patient had been throwing up constantly. The patient said her breast felt like it was on fire and the patient thought they somehow busted her implant. They may have damaged the deep brain stimulator implantable neurostimulator (ins). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.